Manufacturer narrative:
Additional information was received that the patients infection was not device nor procedure related. It was noted that the infection was located in the patients thigh and was on antibiotic spacers in the legs. The bsn representative was unsure if cultures were taken.

Event description:
A report was received that the patient was hospitalized due to a staph infection which was located on the left side of the patient's hip where the ipg was implanted. The patient underwent an unknown surgery to remove the infection.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was hospitalized due to a staph infection which was located on the left side of the patient's hip where the ipg was implanted. The patient underwent an unknown surgery to remove the infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was hospitalized due to a staph infection which was located on the left side of the patient's hip where the ipg was implanted. The patient underwent an unknown surgery to remove the infection.

Manufacturer narrative:
Additional information was received that the bsn representative did not think that the stimulation was the problem. No further information could be obtained.

Event description:
A report was received that the patient was hospitalized due to a staph infection which was located on the left side of the patient's hip where the ipg was implanted. The patient underwent an unknown surgery to remove the infection.